Manufacturer narrative:
H6: coding missed on initial report, corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when checking the stimulator their spouse switched the language, which was resolved when they had called in. The reiterated how the device was off when they connected, but no further clarification was provided, but they did confirm the issue was resolved.

Event description:
Information was received from a patient's representative regarding an external device. Caller changed the language on accident. The reason for call was that somehow out of their infinite wisdom yesterday they were able to get the controller into a different language. Caller stated that the controller was in a foreign language and they didn't know how to get it back to english. Caller mentioned that the patient had a broken left arm and they were not doing a lot of walking but wanted to see if the device was still charged. During the call, agent walked the caller through changing the controller language back into english. Patient noted that once the language was back to english, they heard and felt the implant buzzing inside of them which it didn't before. Patient reported they weren't in pain at the time of the call. Patient noted stimulation was off so agent walked patient through how to turn stimulation on and patient confirmed they felt stimulation but the buzzing continued. The patient was redirected to their healthcare provider to further address the reported issue and to meet with a medtronic representative to look over the implant and for some potential reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.